Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implantation, the physician was unable to advance the lead through the delivery system due to enlargement of the heart. Another delivery system was used, and the implantation was completed. No patient complications have been reported as a result of this event.